Manufacturer narrative:
Correction: section g4-the date received by manufacturer should have been 31oct2019 rather than 01nov2019.

Manufacturer narrative:
Further information has bee requested but not received.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had emergency surgery and did not put their ipg into surgery mode. In turn, the patient's ipg was found to be in service app mode and would not communicate. The patient may undergo surgical intervention to have their ipg replaced.